Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical department with an unsigned noted that stated, "pump does not recognize cassette." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.